Event description:
While conducting a t2 tibial workshop with nursing staff, it was discovered at the end of the workshop that the connecting bolt was jammed into the insertion handle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. The review of the DHR / inspection records of both instruments revealed no discrepancies. Device was documented as having met specifications prior to distribution. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the tube of the nail handle and friction occurs due to a suboptimal (slight oblique) axial insertion (user related). The found fretting marks on the instruments returned indicate that most likely cold welding had occurred in this actual case due to repeated suboptimal (slight oblique) axial insertion.

Event description:
While conducting a t2 tibial workshop with nursing staff, it was discovered at the end of the workshop that the connecting bolt was jammed into the insertion handle.